Manufacturer narrative:
H4: the lot was manufactured from january 12, 2023 - january 13, 2023. H10: the device was received for evaluation. Unaided eye visual inspection was performed and a tear was observed at the lower left side/edge area. Functional testing was performed which revealed a leak only at the lower left side edge of the container. Magnified inspection verified a tear/hole in the lower left side edge of the container where the leak was observed during testing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pin hole leak at the bottom left seam of a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during filling. There was no patient involvement. No additional information is available.